Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC rn was attempting to insert the sheath/dilator while being observed by the sales rep and the senior product manager. He attempted to insert the sheath/dilator and the sheath folded back onto itself and the dilator bent. It was noted the attempted insertion was fast and forceful but he did hold the skin taught and tried to twist while inserting. A catheter was placed and the patient outcome was fine. Another kit was not used but they had a separately packaged 6fr peel-away sheath to drop onto the sterile field. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the complaint report states that during insertion the sheath tip folded back on itself and the dilator bent could not be confirmed. Complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed and did not reveal any manufacturing related issues. The potential cause of sheath tip damage could not be determined based upon the information provided and without a sample. No further actions will be taken.